Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD), which is part of a safety advisory, could not be interrogated during a follow-up. It was further reported, that the ICD had atrial electrogram storage programmed to 0% two weeks prior. The patient was brought back to the clinic as atrial tachy events were in the events counter. No adverse patient symptoms were reported.